Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio alert. Data was evaluated and the allegation was not confirmed. On the morning of (B)(6) 2021, the patient had breakfast in the morning and his cgm reading was 127 mg/dl. While speaking with his mother-in-law, he had seizures and passed out. His cgm had dropped to 59 mg/dl but the alarm on his app did not go off. He was given glucose IV by paramedics before he was taken to the emergency room (ER). He was diagnosed with a hypoglycemic event and was hospitalized for three days. He stated that he could not remember what medications were given to him in the hospital. At the time of the report he was at home and doing well. Data was evaluated and showed that the patient passed the low threshold of 90 mg/dl at 5:57 pm with an egv of 88 mg/dl on (B)(6) 2021. The patient received the low alert with volume at 5:57 pm. The patient received the low alert at fifty percent volume at 6:02 pm. The patient received the low alert at one hundred percent volume at 6:11 pm and every five minutes afterwards until 6:31 pm. This alert was acknowledged at 6:31 pm. The allegation of no audio alert was not confirmed. The probable cause could not be determined. No additional patient or event information is available.